Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had the primary knee surgery on (B)(6) 2014. On (B)(6) 2015 the surgeon revised the insert and resurfaced the patella (no report on file). Then, the patient came in again complaining of pain. Batch reviews performed on 05 december 2016. Lot 144977: (B)(4) items manufactured and released on 24 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. (B)(4) -primary patella resurfacing size 1, code 02.07.0033rp, lot. 141650 (k090988) (B)(4) items manufactured and released on 22 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised the insert and the resurfacing patella. The surgery was completed successfully. X-rays are available; explants are not available.

Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: the patient had a secondary resurfacing of the patella following tka about one year after primary. However, one year later she had still pain and, as the surgeon did a revision of the patellar resurfacing it should be assumed that this was suspected to be the source of the pain. The insert is normally replaced during this kind of procedures as a standard measure. The available radiographs do not allow any conclusion to be drawn; perhaps, an observation about a rather thick and consequently possibly "overstuffed" patella can be proposed, but in absence of clinical backup this is not a significant finding. The root reason for this revisions remains to date unknown to us.